Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that during the patient's revision on (B)(6) 2019, the physician fashioned a pouch using a bovine pericardium membrane due to irritation at the ipg site.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.